Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Physician later reported "whole breast implant" (no rupture) and capsular contracture baker grade ii. Un-reporting

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported unknown side rupture confirmed by ultrasound. Physician later reported "whole breast implant" (no rupture) and capsular contracture baker grade ii. Healthcare professional later reported "rupture" and capsular contracture baker grade iii. This is for the right side. Device remains implanted.